Manufacturer narrative:
(B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4) used to report that the patient developed a fracture below the implant, which required additional surgical intervention to remove the construct and revise to a long tfna nail construct. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a trochanteric fixation nail advance (tfna) - short, a helical blade, and a locking screw on (B)(6) 2016 to repair a right femur fracture. After the surgery, on an unknown date, the patient suffered another fracture below the implanted nail. On (B)(6) 2016, the patient was returned to the operating room where the tfna - short was removed and the patient was revised to a tfna long and 2 distal screws and a helical blade. The procedure was completed successfully and no adverse events were reported against the patient. This is report 3 of 3 for (B)(4).